Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 1217052-2025-00112-00. The date of that submission was 01-12-2025. One device was returned for investigation. It was reported that the complaint of blood spurting can be confirmed due to the break observed. The probable cause is due to a manufacturing error in keene. As received a break was observed at the top of the syringe barrel. The deformation of the break was observed to have ripples throughout the break. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the tip of the syringe was likely punctured prior to insertion at the arterial port. Blood spurted out of the syringe. There was patient involvement, no injury was reported.